Manufacturer narrative:
The product was not returned for eval. The needle MFR provided the following assessment. The lot of seedlock 3 needles used for this kit, (B)(4), was released on (B)(6), 1010. Prior to being released to production, this lot was subject to our standard testing procedures, which includes a 100% inspection for minimum pushout force. The needle lot passed this test and was within specs for all other tests. We are confident that the needles given to our kit producing division met our specs. In the production of the kit itself, the final production operation is to visually verify that all plugs are still in tact following the loading of the strand and the application of the grip clip. This operation was performed, and the radiograph of the tray shows the first seed in needle number one in alignment with the first seed in all other needles. As such, we have no indication that the plug was dislodged as of the time the radiograph was taken. The most plausable explanation is that the plug may have been inadvertently expelled during handling. The plug is most vulnerable once the grip clip has been removed, as accidental advancement of the stylet could then prematurely deploy the needle load.

Event description:
In (B)(6) 2010, during an implantation of iodine (I-125) brachytherapy seeds into a male pt the physician did not feel resistance to ejection of the seeds from the needle and assumed that the plug was not present. There were no apparent complication of the implant; no seeds were reported as missing.